Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. \manufacturer reference (B)(4).

Event description:
A patient's light adjustable lens (lal, sn (B)(6) , +19.0d) was implanted on (B)(6) 2023, with another lal implanted in the fellow eye separately. Not all required lock-in treatments were completed during the post-operative period. On (B)(6) 2024, approximately 16 months after the implant surgery, the lal was explanted from the patient's right eye due to dissatisfaction with vision and diplopia. An intraocular lens (iol) from a different manufacturer was implanted as a replacement. Rxsight's first awareness of this event was on 07/10/2024.